Event description:
The customer reported that during a pt procedure, when they pressed the pt table "up" button the pt table moved up and in. There was no report of harm to a pat, bystander, or trained professional as a result of this issue. A philips field service engineer (fse) investigated and replaced the right-hand gantry control panel to resolve this issue.

Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this . We will file a follow-up MDR at the completion of the investigation. (B)(4).